Manufacturer narrative:
(B)(4). During processing of this complaint, attempts were made to obtain complete event, patient and device information. Dates estimated. The UDI # is unknown because the lot and part number were not provided. The device was not returned for evaluation. A review of the lot history record and complaint history of the reported lot could not be conducted because the lot and part number were not provided. The investigation was unable to determine a conclusive cause for the reported difficulties. There is no indication of a product quality issue with respect to design, manufacture or labeling of the device.

Event description:
It was reported the xience alpine stent delivery system (sds) was being advanced into the guide catheter, resistance was felt due to a kink on the guide catheter and the sds separated on the proximal shaft. The remaining separated segment of the sds was in the guide catheter and was withdrawn with the guide catheter. An unspecified sds was used to complete the procedure. There were no adverse patient effects and no clinically significant delay in the procedure. No additional information was provided.